Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformance's related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm tested the iabp and checked ibp calibration as per service manual, and the iabp passed to specifications. The stm hooked up the iabp to a mini simulator and tested with dynamic pressure, simulated hypotensive and hypertensive, and the readings were all within specifications. The stm could not duplicate the reported failure. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. The full name of the initial reporter noted is (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an arterial waveform related issue. It was also later reported by the customer that the blood pressure waveform did not match numeric numbers on screen, and the invasive blood pressure (ibp) reading was low. There was no patient harm and no adverse event was reported.